Manufacturer narrative:
The investigation has been completed. The console was returned for investigation. The console logs were consistent with what was reported in the complaint. A single instance of battery failure (transport connection blown/missing) alarm was observed in the logs. The console was tested. The reported battery failure was unable to be reproduced while testing. Results of running battest utility on telnet revealed that there were no evident anomalies with the consoles batteries. The reported battery failure was determined to be use related. It is likely that the console was booted up while the console was connected to alternating current power and the battery switch was disengaged since the issue occurred upon first boot of the console after preventative maintenance by field service.

Event description:
The complainant reported that an automated impella controller experienced a battery failure outside of patient support. There was no patient involvement.